Event description:
This case was initially received via regulatory authority (FDA, reference number: (B)(4)) on 27-oct-2015. The most recent information was received on 05-may-2020. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/pain pelvic/pelvic area') in a (B)(6) year old female patient who had essure (batch no. B02265) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included amenorrhea. Concomitant products included nsaids and paracetamol (acetaminophen). In 2013, the patient experienced rash ("broke out in a rash head to toe") and hypersensitivity ("allergic or hypersensitivity reaction"). On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced vaginal discharge ("having colored discharge/vaginal discharge/ allergic or hypersensitivity reaction type: vaginal discharge."), 4 months 22 days after insertion of essure. In (B)(6) 2013, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). In (B)(6) 2013, the patient experienced dyspareunia ("painful intercourse/dyspareunia (painful sexual intercourse)") and fatigue ("fatigue"). In (B)(6) 2013, the patient experienced menorrhagia ("heavy cycle for a whole 7 days/abnormal bleeding (vaginal, menorrhagia)"). On (B)(6) 2013, the patient experienced vulvovaginal mycotic infection ("yeast infections./infection(bladder/urinary tract/vaginal type) vaginal"). In (B)(6) 2013, the patient experienced depression ("psychological or psychiatric problems condition: depression") and anxiety ("mental anguish"). On (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and abdominal pain ("abdominal pain/abdominal area"). On (B)(6) 2016, the patient experienced abdominal pain upper ("stomach sore to the touchk, some days better than others"). On an unknown date, the patient experienced genital haemorrhage ("abnormal bleeding"), abdominal pain lower ("horrible cramps before monthly, pain"), medical device discomfort ("discomfort, just haven't adapted to it"), overweight ("needed to lose weight"), abdominal distension ("stomach stays bloated"), menstrual disorder ("abnormal menstruation"), vulvovaginal candidiasis ("infection (bladder/urinary tract/vaginal)type: candidal vulvovaginitis") and post procedural complication ("post removal complication"). The patient was treated with diphenhydramine hydrochloride and surgery (essure removal). Essure was removed. At the time of the report, the pelvic pain, vaginal discharge, abdominal pain lower, menorrhagia, medical device discomfort, overweight, abdominal distension, abdominal pain upper, dyspareunia, vaginal haemorrhage, hypersensitivity, vulvovaginal candidiasis and fatigue had not resolved and the genital haemorrhage, rash, menstrual disorder, vulvovaginal mycotic infection, depression, anxiety, abdominal pain and post procedural complication outcome was unknown. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, abdominal pain upper, anxiety, depression, dyspareunia, fatigue, genital haemorrhage, hypersensitivity, medical device discomfort, menorrhagia, menstrual disorder, overweight, pelvic pain, post procedural complication, rash, vaginal discharge, vaginal haemorrhage, vulvovaginal candidiasis and vulvovaginal mycotic infection to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): gynaecological examination in 2013: assessment: abnormal nos. Results: colored discharge. Hysterosalpingogram on (B)(6) 2013: results: device was successfully occluded. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record: vaginal discharge, abdominal pain, candidal vulvovaginitis and dyspareunia. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the regulatory authority, consumer, consumer or consumer is not possible. Most recent follow-up information incorporated above includes: on 5-may-2020: pfs received-new event post removal complication was added. Case became incident. Essure removal details were added. Seriousness criteria (medically significant) of event genital hemorrhage and rash was removed. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: FDA-2014-n-0736-2090) on 27-oct-2015. The most recent information was received on 09-apr-2021. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/pain pelvic/pelvic area') in a 24-year-old female patient who had essure (batch no. B02265) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included amenorrhea, nickel sensitivity and endometriosis. Concomitant products included nsaids, oral contraceptive nos and paracetamol (acetaminophen). In 2013, the patient experienced rash ("rash head to toe") and hypersensitivity ("allergic or hypersensitivity reaction"). On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced vaginal discharge ("having colored discharge/vaginal discharge/ allergic or hypersensitivity reaction type: vaginal discharge."), 4 months 22 days after insertion of essure. In (B)(6) 2013, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). In (B)(6) 2013, the patient experienced dyspareunia ("painful intercourse/dyspareunia (painful sexual intercourse)") and fatigue ("fatigue"). In (B)(6) 2013, the patient experienced menorrhagia ("heavy cycle for a whole 7 days/abnormal bleeding (vaginal, menorrhagia)"). On (B)(6) 2013, the patient experienced vulvovaginal mycotic infection ("yeast infections./infection(bladder/urinary tract/vaginal type) vaginal"). In (B)(6) 2013, the patient experienced depression ("psychological or psychiatric problems condition: depression") and anxiety ("mental anguish"). On (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and abdominal pain ("abdominal pain/abdominal area"). On (B)(6) 2016, the patient experienced abdominal pain upper ("stomach sore to the touch, some days better than others"). On an unknown date, the patient experienced genital haemorrhage ("abnormal bleeding"), abdominal pain lower ("horrible cramps before monthly, pain"), medical device discomfort ("discomfort, just haven't adapted to it"), overweight ("needed to lose weight"), abdominal distension ("stomach stays bloated"), menstrual disorder ("abnormal menstruation"), vulvovaginal candidiasis ("infection (bladder/urinary tract/vaginal)type: candidal vulvovaginitis") and post procedural complication ("post removal complication"). The patient was treated with diphenhydramine hydrochloride and surgery (robot assisted laparoscopic salpingectomy, dilation and curettage). Essure was removed on (B)(6) 2020. At the time of the report, the pelvic pain, vaginal discharge, abdominal pain lower, menorrhagia, medical device discomfort, overweight, abdominal distension, abdominal pain upper, dyspareunia, vaginal haemorrhage, hypersensitivity, vulvovaginal candidiasis and fatigue had not resolved and the genital haemorrhage, rash, menstrual disorder, vulvovaginal mycotic infection, depression, anxiety, abdominal pain and post procedural complication outcome was unknown. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, abdominal pain upper, anxiety, depression, dyspareunia, fatigue, genital haemorrhage, hypersensitivity, medical device discomfort, menorrhagia, menstrual disorder, overweight, pelvic pain, post procedural complication, rash, vaginal discharge, vaginal haemorrhage, vulvovaginal candidiasis and vulvovaginal mycotic infection to be related to essure. The reporter commented: trailing coils: right-3 , left- 2 coils. Diagnostic results (normal ranges are provided in parenthesis if available): gynaecological examination - in 2013: assessment: abnormal nos results: colored discharge. Hysterosalpingogram - on (B)(6) 2013: results: device was successfully occluded. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record: vaginal discharge, abdominal pain, candidal vulvovaginitis and dyspareunia. Lot number: b02265 manufacturing date: 2013/02 expiration date: 2016-02-29 . Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Further company follow-up with the regulatory authority, consumer, consumer or consumer is not possible. Most recent follow-up information incorporated above includes: on 9-apr-2021: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: (B)(4)) on 27-oct-2015. The most recent information was received on 01-apr-2021. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/pain pelvic/pelvic area') in a 24-year-old female patient who had essure (batch no. B02265) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included amenorrhea, nickel sensitivity and endometriosis. Concomitant products included nsaids, oral contraceptive nos and paracetamol (acetaminophen). In 2013, the patient experienced rash ("rash head to toe") and hypersensitivity ("allergic or hypersensitivity reaction"). On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced vaginal discharge ("having colored discharge/vaginal discharge/ allergic or hypersensitivity reaction type: vaginal discharge."), 4 months 22 days after insertion of essure. In (B)(6) 2013, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). In (B)(6) 2013, the patient experienced dyspareunia ("painful intercourse/dyspareunia (painful sexual intercourse)") and fatigue ("fatigue"). In (B)(6) 2013, the patient experienced menorrhagia ("heavy cycle for a whole 7 days/abnormal bleeding (vaginal, menorrhagia)"). On (B)(6) 2013, the patient experienced vulvovaginal mycotic infection ("yeast infections./infection(bladder/urinary tract/vaginal type) vaginal"). In (B)(6) 2013, the patient experienced depression ("psychological or psychiatric problems condition: depression") and anxiety ("mental anguish"). On (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and abdominal pain ("abdominal pain/abdominal area"). On (B)(6) 2016, the patient experienced abdominal pain upper ("stomach sore to the touchk, some days better than others"). On an unknown date, the patient experienced genital haemorrhage ("abnormal bleeding"), abdominal pain lower ("horrible cramps before monthly, pain"), medical device discomfort ("discomfort, just haven't adapted to it"), overweight ("needed to lose weight"), abdominal distension ("stomach stays bloated"), menstrual disorder ("abnormal menstruation"), vulvovaginal candidiasis ("infection (bladder/urinary tract/vaginal)type: candidal vulvovaginitis") and post procedural complication ("post removal complication"). The patient was treated with diphenhydramine hydrochloride and surgery (robot assisted laparoscopic salpingectomy, dilation and curettage). Essure was removed on (B)(6) 2020. At the time of the report, the pelvic pain, vaginal discharge, abdominal pain lower, menorrhagia, medical device discomfort, overweight, abdominal distension, abdominal pain upper, dyspareunia, vaginal haemorrhage, hypersensitivity, vulvovaginal candidiasis and fatigue had not resolved and the genital haemorrhage, rash, menstrual disorder, vulvovaginal mycotic infection, depression, anxiety, abdominal pain and post procedural complication outcome was unknown. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, abdominal pain upper, anxiety, depression, dyspareunia, fatigue, genital haemorrhage, hypersensitivity, medical device discomfort, menorrhagia, menstrual disorder, overweight, pelvic pain, post procedural complication, rash, vaginal discharge, vaginal haemorrhage, vulvovaginal candidiasis and vulvovaginal mycotic infection to be related to essure. The reporter commented: trailing coils: right-3 , left- 2 coils. Diagnostic results (normal ranges are provided in parenthesis if available): gynaecological examination - in 2013: assessment: abnormal nos. Results: colored discharge. Hysterosalpingogram - on (B)(6) 2013: results: device was successfully occluded. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record: vaginal discharge, abdominal pain, candidal vulvovaginitis and dyspareunia. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the regulatory authority, consumer, consumer or consumer is not possible. Most recent follow-up information incorporated above includes: on 1-apr-2021: medical record received. Reporters information and medical history were added. There was no significant change in the medical context of case. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.